Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. The manufacturer received further investigation that the patient alleged of having prostate cancer from the device, which was diagnosed on 2018. As per further investigation, it was determined that this report is a serious injury case which has been updated in this report. Patient outcome code and health impact code have been updated as well. Reporter email and recall (z) number also updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. The manufacturer also received further investigation that the patient alleged of having prostate cancer from the device, which was diagnosed on 2018. After further investigation, the manufacturer received additional information alleging hyperthyroid, fatty liver disease, acute headache, sinus tachycardia and acute pancreatitis. There was no report of medical intervention required by the patient. Patient outcome code of box h has been updated in this report. If any additional information is received, a follow up report will be filed.